Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026 while wearing the pod. The patient's blood glucose levels were not reported. Symptoms associated with the event were not provided. The patient sought medical attention and was admitted to (B)(6) hospital (B)(6). Information regarding treatment administered and the length of hospitalization was not reported. The patient was discharged on (B)(6) 2026. No additional information has been made available. Further information has been requested.